Manufacturer narrative:
(B)(4). The original implant procedure was performed on an unknown date in 2008. Per facility, the explanted devices were returned to the patient and are not available for manufacturer evaluation. (B)(4) used to report the patient¿s adjacent level disc disease, which necessitated the revision. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed adjacent level disc disease requiring revision. The patient was originally treated via anterior cervical discectomy and fusion (acdf) with the implantation of vectra-t hardware at levels c5-c6 in 2008. On an unknown post-operative date, the adjacent level disease was diagnosed. The patient returned to the operating room on (B)(6) 2016 to have the instrumentation extended to c4-c5 and c6-c7. The original hardware was removed as levels c5-c6 had successfully fused. During the removal, the tip of an extraction screw broke off into the head of one of the screws. All fragments were retrieved and the devices were successfully explanted with only a one (1) minute delay. This report will address the reason for revision only. The intra-operative breakage of the removal tool will be captured in and reported under (B)(4). This report is 5 of 5 for (B)(4).